Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg was partially rotated in the pocket. The patient underwent a revision procedure wherein a new pocket was made at the same incision site.